Event description:
Complainant alleged that the medics successfuly delivered one shock at 200 joules to an 81 y/o female pt weighing 140 pounds. The pt was in cardiac arrest and was presenting a ventricular fibrillation heart rhythm when the shock was administered. The pt was then converted to pulseless electrical activity at 40 beats per minute, and then epinephrine and atropine was administered. At this point the device's battery well become wet with IV fluid, and the device shut down and ceased operating. The medics then performed CPR on the pt until they reached the hospital. Upon arrival at the hospital the pt was in ventricular fibrillation. The pt, who had a previous cardiac history, subsequently expired.